Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of pantoea spp. As leclercia adecarbocylata and klebsiella pneumoniae when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3241425. The customer did not return isolates or panels but provided phoenix generated lab reports and binary files for the investigation. The customer provided phoenix lab report shows a patient isolate identified as l. Adecarbocylata and k. Pneumoniae on the complaint batch. To investigate, two retention panels from complaint batch 3241425 were tested using in house isolate pantoea agglomerans enf 6819 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels from the same material but different batch were tested using in house isolate p. Agglomerans enf 6819 on a phoenix m50 machine and evaluated for identification results. The four panels tested identified the isolate as p. Agglomerans, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. While there has been an observation of a performance failure by the customer, bd has not been able to replicate the failure through investigative testing. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, pantoea spp. Was misidentified as leclercia adecarbocylata. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, pantoea spp. Was misidentified as leclercia adecarbocylata. There was no report of patient impact.